Event description:
During follow-up, non-sustained right ventricle oversensing was observed due to lead noise. An increase in threshold was also noted. Lead explant is anticipated but not yet scheduled. The patient was in stable condition.